Event description:
Information was received from a consumer implanted with a neurostimulator for chronic low back pain and lumbar radiculopathy via a manufacturer's representative. It was reported that the patient had a first overdischarge confirmed and that a physician mode recharge (pmr) had been performed on (B)(6) 2014, but the patient had to leave the appointment. The patient had stopped using the spinal cord stimulation therapy and was not aware that after a long period of time the unit would not work. The patient wanted the therapy back after realizing that it was helping for lower extremity. It was noted that the manufacturer's representative had not been able to make contact with the patient to either start a second pmr or clear the power on reset (por). The patient had issues with charging and having their implantable neurostimulator (ins) overdischarged for 2-3 years. The patient was seen again for a 2nd pmr attempt in (B)(6) 2015 and again it was not completed. A 3rd attempt was being performed on (B)(6) 2016, when it was reported that a pmr was started and 20 minutes later the ins recharger (insr) was showing ins was full, and it flipped to the por screen. The device was then interrogated with the clinician programmer and it showed the ins was "discharged." They started charging again, and sometime later it was showing full and the por screen occurred again. Two days later it was reported the patient observed the first quarter being charged up, but when they took a break it subsequently depleted. The patient was going to call back if able to charge to half way. The patient's last successful recharge was reported as 2014, and it was noted the patient wasn't feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.